Manufacturer narrative:
Additional information: g3 correction: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a total gastrectomy with esophagojejunostomy, the scrub nurse found that the staples of the newly opened circular stapler fell off after opening the package. The device was replaced with another for anastomosis. There was no patient injury.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. It was reported that the device component was disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an obstruction was introduced while attaching the anvil to the center rod causing the anvil to disengage during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when attaching the anvil to the instrument, hold the black twist knob firmly to prevent the integrated trocar moving back slightly into the head of the device. If the integrated trocar is pushed back into the bowel the user may not be able to visualize the orange band on the integrated trocar which may result in improper attachment of the anvil. Improper attachment of the anvil can result in the anvil detaching when the stapler is being closed and/or firing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a total gastrectomy with esophagojejunostomy, the scrub nurse found that the staples of the newly opened circular stapler fell off. The device was replaced with another for anastomosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.